Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of downstream occlusion alarms through the history log, but could not reproduce it during evaluation. Evaluation was unable to determine the cause. The device was calibrated to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement.